Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during an abdominal hysterectomy procedure. Reportedly, the instrument misfired. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.